Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient was not sure what circumstances led to the pain down the leg and buttock. However, reported that they had pain at the ins site when charging and after charging. No further actions/interventions to be taken at this time. Issue not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that when the neurostimulator (ins) was on, it sent shooting pain down patient's leg and into her buttocks. Patient stated the ins site was sore and it even hurt no with ins turned off. Patient stated every time she charged, it hurt badly. Patient stated she lost a lot of weight and the ins was pushing up against her skin. Patient stated when she sits, the stim pushes up and moves around. Patient this had been going on for at least a couple months. No further complications were reported/anticipated.